Manufacturer narrative:
G4:01mar2021. B4:03mar2021. H11:g5:k102985. H10:the device was reported to have been in daily routine testing, and there was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The first issue was confirmed and traced to a faulty front bezel. The second issue of the high blower temperature alarm, the customer was unable to replicate, and it was determined to be occluded filters discovered by the customer. The fse replaced the front bezel to resolve the navigational failure issue, and the air inlet filters have replaced the resolve the high blower temperature. The device passed performance verification tests. Following the repair, the device was returned to the customer to be placed back into service. A similar investigation was performed on the navigation ring failures. It was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported to philips that the device had a high blower temperature and a defective navigational ring. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.